Event description:
It was reported that this pacemaker recorded a pre-implant 1003 code indicative of battery voltage too low for the projected remaining capacity. This device is expected to be returned for analysis. There was no patient involvement at the time of this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a pre-implant 1003 code indicative of battery voltage too low for the projected remaining capacity. This device was returned for analysis. There was no patient involvement at the time of this issue.

Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. The device was in its original packaging and review of the device memory confirmed a low voltage alert, code 1003, was recorded. Device memory indicated that it had been previously exposed to cold temperatures on the event date. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. The battery had subsequently recovered to normal and a series of electrical tests confirmed normal device function. It was concluded that the device was in an environment where cold temperature resulted in battery voltage readings that were temporarily low enough to set a low voltage alert. In the initial complaint, a boston scientific representative in germany reported a low battery voltage warning message (code 1003) was displayed upon interrogation of this unopened device; however, prior to completion of a thorough quality investigation, the unit was inadvertently distributed to a clinic in italy. As a remedial action, boston scientific retrieved this device for detailed analysis to avoid a potential risk to health. Initial: if information is provided in the future, a supplemental report will be issued,